Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt and had a blank display afterward. The customer stated that, upon receiving the motor error alarm, he removed and reinserted the battery. The insulin pump began counting down and then went blank. The customer's blood glucose was 152 mg/dl. The customer did not have the insulin pump available for troubleshooting at the time of the call and was unable to check for battery cap damage. He had attempted to rewind the insulin pump before the display went blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display. The problem was isolated to the mother board. Unable to confirm the motor error alarm due to the display anomaly. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.